Event description:
It was reported that patient was experiencing an increase in charge burden. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted product will not be return due to facility policy.

Manufacturer narrative:
Exact date unknown, event occurred in approximately four years ago.